Event description:
Treating physician reported a patient had a cornea edema after a treatment using a cyclo g6 laser console with a micropulse p3 probe (mp3 probe). To date no additional information has been provided from physician.